Event description:
The reporter stated, the surgeon attempted to insert a cq2015 collamer three piece lens, but the front haptic caught in the corner of the cartridge and tore. There was pt contact.

Manufacturer narrative:
Eval results - other: visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. Conclusions- based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.